Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate electric shocks for what appears to be myopotential noise oversensing. The first inappropriate shock occurred while the patient was laying on the side against a bank and the second shock when the patient was running for a train. Myopotentials were easily reproducible in the secondary vector and an automatic set up was performed, upon which the primary vector was selected. Technical services (ts) reviewed the device data and confirmed the inappropriate therapy due to myopotential noise oversensing. The shocks were delivered a week apart. It was mentioned that primary vector might be an option to consider and given that the patient has had inappropriate shocks in secondary vector, it would be prudent to consider vector reprogramming. The s-ICD system remains in service. No additional adverse patient effects were reported.